Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. No adverse patient effects were reported.

Event description:
Additional information was received indicating the device emitted beeping tones. The patient reported they had a replacement scheduled, but was not able to have it replaced due to non-device related reasons. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
A device replacement procedure was planned for a later date. Records indicate this device remains in service. Should additional information become available this report will be updated.